Event description:
Patient reported a transmitter failed error.

Manufacturer narrative:
Cmpl(B)(4).

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional d4: serial no - additional d5: operator of device code - additional d9: device availability ¿ additional g: contact office or compounding outsourcing facility - additional g: contact office - manufacturing site (continued g1) - removed g1 mfg site zip code removed - g1 mfg site country code

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed due to status not found. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.